Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement: "the reported event of a failed transmitter error was confirmed via data."

Event description:
The reported event of a failed transmitter error was not confirmed via data. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and the test passed. The reported event of a transmitter failed error was not confirmed with transmitter testing. A root cause could not be determined.